Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced pump issues. The customer went into diabetic ketoacidosis and the customer's physician reverted the customer to using insulin injections to manage diabetes. Although multiple attempts were made to retrieve additional information about the unidentified pump issues, the contact did not reply to the requests.